Event description:
The physician was attempting to deliver an integrity bare metal stent to a lesion. The device was removed from packaging and inspected prior to use with no issues noted. It is reported that stent deformation occurred in vivo during positioning. Resistance was encountered when advancing the device. The lesion was treated with another stent. No patient injury was reported. Evaluation summary: the device was returned for evaluation. A number of struts on the 25th distal segment were raised and deformed. The remaining segments were intact.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation); related to operational context (the device was inspected prior to use with no issues noted); deformation problem (stent deformed). Conclusions: known inherent risk of procedure (stent deformation); related to operational context (the device was inspected prior to use with no issues noted). (B)(4).